Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio sync system read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on ¿(B)(6) 2015¿. The patient reported obtaining inaccurate erratic blood glucose results of ¿277, 216 and 248mg/dl¿ on the subject meter, which were obtained more than 20 minutes apart. Based on lifescan¿s criteria for accuracy this is an invalid comparison. The patient manages her diabetes with a combination of diabetes medications including metformin and glyperide and denied taking any action to her usual diabetes management routine as a result of the alleged product issue. The patient reported that on the same day, after the alleged product issue began, she developed symptoms of ¿lightheaded and sweating¿. The patient denied receiving any treatment. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/01/2015).the patient¿s meter and test strips have been returned on 5/14/2015 and 5/28/2015, respectively, and evaluated by lifescan product analysis on 5/19/2015 and 5/29/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.